Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency room after receiving hv therapy, an alert for possible hv lead damage was observed. Therapy was disabled and medication changes were made. A pacing lead impedance issue was also noted. The lead was capped and replaced on (B)(6) 2016 to resolve the issue.